Event description:
It was reported, "in 2006, I had my right hip replaced by a doctor at the hospital. A stryker trident psl secure fit ceramic on ceramic and titanium hip was used. Ever since surgery, I have had pain, which couldn't be explained by my doctor. Also, since I was cleared to have sex, I have had a clicking in the hip while having sex. The doctor said this was likely from the hip parts hitting on the extensions, and others have experienced this same thing. In 2008, I had surgery to remove screws from my hip that were holding a slice of bone, with tendor attached, in place. Although that surgery alleviated the tenderness pain I was having from the screws, the actual hip pain continued. A short time later, I noticed that my hip was squeaking as I walked up and down stairs. I went back to my doctor to address this problem. I was told there was nothing I could do, short of surgery, to stop the squeak. I was told there were other cases like mine with the stryker hip. The squeaking and pain is continuous, getting worse, with grinding, crunching, and grumbling added. Dates of use 2006-2009".